Manufacturer narrative:
Device evaluation of monitor sn (B)(4) has been completed.  The reported problem (unable to undergo incoming functionality testing) has been confirmed.  Upon investigation the monitor failed incoming testing. The cause for the failure was isolated to an open r83 on the defib board and a shorted u1101 component on the computer/analog pca. The root cause for the open and shorted components could not be positively identified. No adverse events resulted from the defective monitor.

Event description:
A us distributor reported that a monitor was unable to undergo incoming functionality testing.